Event description:
Insertion difficulties caused by scrub technician possibly loading inserter improperly. Haptic detached while lens was being inserted. Lens removed and new lens inserted without difficulty.